Event description:
It was reported that shaft hole occurred. The target lesion was located in the intero tibeal artery. After a v18 wire was crossed the lesion. A 3.0mm x 120mm x 150cm sterling sl balloon catheter was advanced for dilatation. However, the pressure of the balloon was not increasing after it was being inflated. When the device was removed, the physician inflated it again and a pore hole was noticed at the connection between the balloon and the shaft. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a sterling sl balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was contrast and blood in the inflation lumen and balloon, and blood in the guidewire lumen. The balloon was loosely folded. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There was a pinhole 1mm proximally from the proximal marker band. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that shaft hole occurred. The target lesion was located in the intero tibeal artery. After a v18 wire was crossed the lesion. A 3.0mm x 120mm x 150cm sterling sl balloon catheter was advanced for dilatation. However, the pressure of the balloon was not increasing after it was being inflated. When the device was removed, the physician inflated it again and a pore hole was noticed at the connection between the balloon and the shaft. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.